Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. The rep reported that the patient¿s battery was in overdischarge. It was noted that the patient was to have an MRI. No further complications were reported or anticipated.

Manufacturer narrative:
Note event date is only approximate, only month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the caller stated the patient's husband told her that they are unsure if the ins or ins battery are even working. The caller reported the patient is having a MRI that is not due to a problem with their device or therapy but the patient does have unspecified symptoms. The hcp called back and stated that the patient had a rechargeable implant and she had to recharge for 8 hours on a daily basis, thus she stopped using her system a year ago. It was reviewed with the caller that the patient's implant is likely in an overdischarged state. It was also confirmed the patient's MRI procedure is not related to the device. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient having to recharge for 8 hours on a daily basis was not determined. No further information was reported.